Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2026, the user reported that the smart transmitter felt warm to the touch while being worn on the mid right arm.